Event description:
It was reported that the patient¿s caregiver observed a low glucose value of 53 mg/dl on a connected app while the patient was using the ilet bionic pancreas with a libre 3+ sensor, and the cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included recovery to 93 mg/dl and upward trend after the patient ingested oral carbohydrate (peppermint). Investigation included a review of the reported event by customer care with user education offered as needed; no alerts or alarms were reported by the caregiver. Investigation of this case revealed no device malfunction reported and no clinical or technical contributing factor identified. It was concluded that, based on previously established findings for similar reports, the event was user-managed with oral carbohydrate and that a device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.